Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that normal battery depletion occurred. The actions required as a result of the event included a replacement. The patient¿s status at the time of report was alive ¿ with injury. The details of the injury were reported to be that the patient suffered withdrawal. The symptoms associated with the event included underdose symptoms. The location of the issue or symptoms was an ¿other location¿, described as "general". Additional information received later, reported the pump delivered an unscheduled bolus causing overdose prior to stopping. The patient recovered without permanent impairment. The pump was used to infuse dilaudid.